Manufacturer narrative:
Investigation: customer returned (1) opened 0.3ml, 12.7mm x 30g bd insulin syringe shelf carton, and (100) 0.3ml, 12.7mm x 30g bd insulin syringes in sealed polybags (unused) from lot # 8318862. Walmart pharmacist reported one box of syringes she received on (B)(6) 2019 has wrong labeling. The package reads: "capacity 3/10 ml, doses up to 100 units. When it should read: doses up to 30 units. Stated all 10 packages inside the box are labeled correctly. The returned shelf carton was examined and the alleged issue was confirmed: ¿doses up to 100 units¿ is printed on the shelf carton. A review of the device history record was completed for batch# 8318862. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Situation analysis bddc-19-1371 was written to address this issue. Investigation into the change in the drawing, the 'template' for our the carton supplier prints graphics and labeling requirements, noted that the drawing was update through the change control process in april 2017. This updated shelf carton was not released for use in packaging of product until may 2018; at this time, only two (2) finished batches of product are noted to be impacted. Shelf cartons for the impacted catalog number should read "up to 30 units", however, the primary packaging (polybag) remains correctly labeled, thus no impact to the end-user who would be anticipating this capacity for this product line.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle packaging read "doses up to 100 units" rather than the correct "doses up to 30 units". The following information was provided by the initial reporter: pharmacist reported one box of syringes she received on (B)(6) 2019 has wrong labeling. The package reads: "capacity 3/10 ml, doses up to 100 units. When it should read: doses up to 30 units. Stated all 10 packages inside the box are labeled correctly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle packaging read "doses up to 100 units" rather than the correct "doses up to 30 units". The following information was provided by the initial reporter: pharmacist reported one box of syringes she received on (B)(6) 2019 has wrong labeling. The package reads: "capacity 3/10 ml, doses up to 100 units. When it should read: doses up to 30 units. Stated all 10 packages inside the box are labeled correctly.